Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the leaking peristaltic head tubing (rohs) (part number 7-35009685-02). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
On may 23, 2019 the suspect medical device was changed from magnesium ln 07d70-31 lot unknown to the analyzer architect c8000 analyzer ln 01g06-11 c803650, both manufactured in irving, texas USA. An evaluation is still in process and a follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false elevated magnesium result on the architect c8000 analyzer. The initial result was greater than 8.0 mg/dl, repeated at 2.0 and 2.1 mg/dl no reported impact to patient management.